Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311),b17 - device not returned,c20 - no findings available,d15 - cause not established. Correction: describe event or problem . Additional information: device available for eval? Returned to manufacturer on. Device return to manuf .? Device eval by manufacturer? If other specify imdrf a,g,b,c,d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
Received product incident report, which states " a review of the pcu event log identified that the module was programmed @ 11:47:32 am 11th june to deliver rate: 9ml/hr vtbi: 80ml the module was started running at 11:47:33 am. Module was stopped at 1:32:44 pm. An total volume delivered was 13.507ml. Review of the pcu and module event log could not determine if a free flow or high flow event occurred. Testing was performed on the pump sn# (B)(6) also found the device delivering fluids in specification (programmed rate @9ml/hr; vtbi @80ml). Regarding impact to the patient, patient was on full strength noradrenaline @ 20mls/hr = 1.2mcg/hr then halved to 10mls/hr = 0.6mcg/hr after the sbp hit 135 and it was noticed that the vasopressin had run through. There was no injury to patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
Received product incident report, which states " a review of the pcu event log identified that the module was programmed @ 11:47:32 am (B)(6) to deliver rate: 9ml/hr vtbi: 80ml the module was started running at 11:47:33 am. Module was stopped at 1:32:44 pm. An total volume delivered was (B)(6) ml. Review of the pcu and module event log could not determine if a free flow or high flow event occurred. Testing was performed on the pump sn# (B)(4) also found the device delivering fluids in specification (programmed rate @9ml/hr; vtbi @80ml). Regarding impact to the patient, patient was on full strength noradrenaline @ 20mls/hr = 1.2mcg/hr then halved to 10mls/hr = 0.6mcg/hr after the sbp hit 135 and it was noticed that the vasopressin had run through. There was no injury to patient.